Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device fiber broke. The issue was found during a therapeutic ureteroscopy procedure and was completed using a similar device. No patient harm was reported by the customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
Additional information: h7/h9.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): g1, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified, the most probable cause of the complaint is cause traced to component failure- the damage is likely due to stresses on the fiber at the fiber/ connector junction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.